Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was used. After preparation of the faradrive sheath the transseptal puncture was performed with the versacross connect system. Aspiration of the sheath was performed once the dilator was removed and it was connected to an irrigation flush bag. A non-boston scientific mapping catheter was introduced into the sheath, then aspiration and flushing were performed. The introducer was not pushed into the valve and the catheter was introduced at the center of the valve. While mapping with this catheter a leak from the valve occurred and blood was seeping back into the flush port. The leak was described as a low flow drip rather than a continuous flow. Wet gauze was placed at the valve to plug it. The catheter was then removed and aspiration was performed again with no observation of air bubbles. The sheath was replaced with another faradrive sheath. The farawave catheter was inserted into the new sheath and was able to perform ablations with no leaking or blood seepage. The non-boston scientific mapping catheter was introduced into the sheath to remap, and after a while the sheath began to leak from the valve and blood seeped into the side port tubing; again, the leak was a low flow drip. The sheath was replaced, and the procedure was completed successfully with the third sheath. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The sheath failed leak testing due to the hemostatic valve leak during positive pressure testing, vacuum pressure testing, and aspiration testing while a 0.092" pin gage was inserted. Removal of the handle cap to inspect the internal components found the internal hemostatic valve to be torn on the inner face by the center slit, resulting in the loss of the device's ability to seal pressure or fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was used. After preparation of the faradrive sheath the transseptal puncture was performed with the versacross connect system. Aspiration of the sheath was performed once the dilator was removed and it was connected to an irrigation flush bag. A non-boston scientific mapping catheter was introduced into the sheath, then aspiration and flushing were performed. The introducer was not pushed into the valve and the catheter was introduced at the center of the valve. While mapping with this catheter a leak from the valve occurred and blood was seeping back into the flush port. The leak was described as a low flow drip rather than a continuous flow. Wet gauze was placed at the valve to plug it. The catheter was then removed and aspiration was performed again with no observation of air bubbles. The sheath was replaced with another faradrive sheath. The farawave catheter was inserted into the new sheath and was able to perform ablations with no leaking or blood seepage. The non-boston scientific mapping catheter was introduced into the sheath to remap, and after a while the sheath began to leak from the valve and blood seeped into the side port tubing; again the leak was a low flow drip. The sheath was replaced, and the procedure was completed successfully with the third sheath. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis